Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: a medication leak at the filter. The end user said he could see white crystals around the filter. Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the end user's response regarding the device return status.